Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was under-dosing by 9-10 percent. They tested several times. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's reported problem regarding was able to be duplicated. Run three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Service recommended the expulsor be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.